Event description:
The customer stated that she was hospitalized for high blood glucose levels, with a reading of 383 mg/dl. The customer had also been hospitalized one week earlier for four different health issues, with the doctor confirmed would have contributed to the high blood glucose levels. Troubleshooting was performed, and the insulin pump passed the prime test, but the customer didn't have a tubing clamp for the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.